Manufacturer narrative:
(B)(4). Date sent: 5/23/2016. Batch # n90n1w. Additional information was requested and the following was obtained: was there any bleeding that occurred when device tore the vessel? If there was bleeding, please quantify the amount of bleeding that occurred. Were any blood products given? Response: no blood given. Used an additional device. No change in post op recovery. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 5 clips were dropping due to the condition of the jaws, the anti-backup feature was non-functional; finally the instrument locked out as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the anti-backup lever was found worn out causing the anti-backup failure. Possible causes for the found condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the anti-backup lever damage. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the account reported clips were falling out of the jaws. In addition upon clipping the vessel the jaws closed but did not open or release. The surgeon tore the vessel while attempting to remove. Another like device was used to complete the procedure.